Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: upon visual inspection a stretched axium prime implant coil was found extending out from within the echelon-10 catheter hub. The implant coil was observed to be still within the echelon-10 catheter lumen at ~9.5cm from the proximal end of the catheter hub. No bends or kinks were found with the catheter body. The distal ~70.0cm of the echelon-10 catheter lumen was found occluded with blood. The echelon-10 catheter distal tip lumen was found to be occluded with blood. No damage was found with the echelon-10 catheter distal tip/marker. Testing/analysis: the echelon-10 catheter was flushed, blood and water exited the distal tip. The axium implant coil was removed from the catheter hub; however, the entire length of the implant coil became stretched. An in-house 0.016¿ mandrel was inserted through the echelon-10 catheter without issue. The echelon-10 catheter total length was measured to be ~155.7cm and the useable length was measured to be ~148.0cm which is within specification (specification: 147.0 ± 1.5cm). Conclusion: regarding the customer¿s ¿guidewire resistance¿ report the issue could not be confirmed. The avigo guidewire used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. Regarding the customer¿s ¿coil resistance¿ report, the issue was confirmed. Based on the reported information, it is likely the axium prime fc-3-6-3d coil became stretched and broken subsequently causing resistance during delivery of the axium prime fc-3-8-3d coil. Advancing the axium prime coil against resistance would result in damage to the implant coil subsequently causing the implant coil to stretch and break off from the pusher. Possible contributing factors to ¿coil resistance¿ include tortuous anatomy, failure to maintain a continuous flush or failure to hydrate the axium prime coil before use. The patient¿s vessel tortuosity was ¿minimal¿ and the axium prime coil was preparade prior to use. As blood was found within the echelon-10 catheter it is possible a continuous flush was not maintained. However, the cause for the resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon catheter had occlusion. The doctor reported a little resistance when passing the guide, however, it did advance and it was positioned without major inconvenience up to the aneurysm, which was located in the anterior communicating artery. The fc-3-8-3d coil was used and the introducer sheath in the hub of the microcatheter was positioned to hydrate the coil and when the coil was advanced, it would not go through the microcatheter. The coil was hydrated and when it was advanced, it still would not go through the microcatheter after several attempts. A new coil, fc-3-6-3d, was attempted however they were unable to advance this coil as well. The system was changed for another echelon 45, which was able to complete the procedure with no complications and the embolization of the aneurysm was successful. The devices were prepared as indicated in the IFU. No medical or surgical intervention was necessary. The patient did not have any symptoms due to the event. The patient's vessel tortuosity was minimal.